Manufacturer narrative:
H6 health effect - clinical code have been updated and e1302 is no longer valid for this report.

Manufacturer narrative:
H6 codes have been updated.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not established as no product was returned and limited clinical information was provided. The cause of the issue was not established as no product was returned, no data logs were returned and limited clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical narrative: an impella cp was inserted via unknown access site in a 75 year old male patient for cariogenic shock/acute myocardial infarction. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown however the scai shock stage documented throughout support as progressing to scai shock stage e. Post implant there was bleeding noted around the repositioning unit that resolved after applying a femstop. Throughout support the pump functioned within expected range for the given performance levels (p-9 3.6l/min), however, there were concerns of hemolysis, although not verified. The patient continued to decompensated and after approximately 71 hours of support the decision was made to withdraw care. The patient expired.

Manufacturer narrative:
Additional information. The pump is not available for return. Yes, bleeding was resolved.